Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). Date of initial report sent; 08/29/2012. Note: this report corresponds with report #(B)(4) for a "pelvicol". Date of report: 07/31/2012, device info: pelvicol acellular collagen matrix, device MFR: tissue science laboratories, (B)(4). (B)(6).